Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an air in tubing (without alarm) event during a fill cycle of peritoneal dialysis (pd) therapy. During troubleshooting, it was noticed that a supply bag was leaking. The patient was to complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.